Event description:
A customer reported intermittent occlusion alarms. There was no adverse impact on the customers blood glucose level. The customer changed pump supplies and resumed insulin therapy. However, occlusions continued and a replacement pump was sent to the customer